Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was not powering on. The patient tests his blood glucose 4-5 times a day. His usual blood glucose levels are between 120-300 mg/dl. He takes 45 units of "lantus" insulin every night and a set dose of 20 units "novolog" insulin at each mealtime. However, he mentioned that at times, he will takes less insulin or withhold a dose if his blood glucose is too low. Also, he will take more insulin if his blood glucose is too high. The patient did not specify what blood glucose level he would take extra insulin. The patient stated that after having the meter for about 3 months, he had to replace the meter's battery, because it was intermittently powering on. This did not resolve the alleged power issue. At one point, he was able to use a loaner meter from the hospital, but had to give it back before an event occurred in 2007. The patient mentioned that had not tested his blood glucose for a few days prior to event day and had developed symptoms of "sweating, blurred vision, and light-headedness" during that time. Although he was unable to test his blood glucose for a few days, he continued to take his set doses of insulin as prescribed and did not take more or less insulin. The patient indicated that he was hospitalized from event day to three days later. In the hospital, he reportedly obtained a blood glucose result of over "670 something" mg/dl. It is not known what device was used to test his blood glucose in the hospital. He was treated with IV insulin to bring his blood glucose down. The patient replaced the meter's battery according to the owner's manual. The reported power issue was not resolved with troubleshooting. The battery contacts were in good condition. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that he developed symptoms suggestive of hyperglycemia and required IV insulin treatment as a result of not being to test his blood glucose for a few days.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.